Event description:
It was reported to aesculap ag that a caiman disp.instr.non articul.d5/240mm (part # pl738su) was used during a procedure performed on (B)(6) 2022. According to the complainant, during surgery for excision of a mediastinal tumor, a piece at the end of the caiman forceps broke off into the patient. The fragment was retrieved from the patient. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information - a2, a3. Investigation results: visual investigation: at the upper jaw of the tip a piece of the peek insulation is chipped off. The chipped off piece was enclosed. The test and analysis was done using a digital camera. We made a visual inspection of the instrument. Here we found, that a part of the peek insulation of the upper jaw is chipped off. In the next step we tested the clamping and cutting function of the instrument. The clamping and cutting function worked well. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.